Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine follow-up and upon interrogation several episodes atrial noise reversions were present as a result of noise, and were reproducible in-clinic when performing isometrics. No additional information was available.

Manufacturer narrative:
(B)(4).